Manufacturer narrative:
D10: concomitants: 3564809 02-010-03-0240 - logic cr femoral cem, left, sz 4. 3883850 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 3928517 200-02-35 - three peg patella 35mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement in 2015. This device has not been explanted. Patient is reporting pain. The patient went to an orthopedic surgeon earlier this week for x-rays, and the surgeon will provide guidance about surgery. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: e. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: c, d. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of patellar and tibial insert prosthesis wear. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional manufacturer narrative- d4 expiration date, d10. H3. Investigation results- the cause of the patient's pain as related to the recalled tibial device cannot be conclusively determined, insufficient information. Patient is not revised. The patient has bilateral knee replacements. Pain is a known condition for joint replacement procedures. These devices are used for treatment not diagnosis. Correction- d9 device was not returned.

Manufacturer narrative:
D10: concomitant devices: 3564809 02-010-03-0240 - logic cr femoral cem, left, sz 4. 3883850 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 3928517 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 99 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, synovitis, cyst. No further issues or complications were reported. No additional information is available.